Event description:
It was reported that the device burned the user's hand during a procedure. The procedure was completed with another device. There was no treatment required for the user and there were no adverse consequences to the patient.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is ongoing. The complaint of heating up could not be duplicated. This report will be updated if the investigation requires.